Event description:
Pt underwent suboccipital craniotomy, c-1 laminectomy, and dural graft in 6/96. In 7/96, the pt was readmitted with a diagnosis of rule out acseptic meningitis. Culture results were positive for aspergillus fumigatus: the pt developed life threatening complications of this infection. Despite maximum medical and surgical therapies, the pt died on 8/24/96.